Manufacturer narrative:
Testing and investigation at the service ctr found the device touchscreen was not responsive along the right side and center of the display and the keys were out of alignment. The probable cause was due to contamination cause by fluid ingress found on the lower left and right corners of the touchscreen. The device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported prior to pt use, the device touchscreen would not calibrate. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. No add'l info was provided.